Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Additionally, it was reported that a cartridge change error occurred. The customer did not have an alternate method of insulin therapy available but declined follow up from tandem technical support to confirm an alternative method of insulin therapy was obtained. Customer¿s blood glucose level was 180 mg/dl.